Event description:
It was reported that pertinent data which was missing from the carelink website was able to be viewed during the in-clinic programmer interrogation. Follow-up determined that there was an issue with data management which contained corrupt data during the transfer to the database. The issue is currently under investigation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: further review prompted a change in the device analysis results.